Event description:
It was reported that a myosure procedure for the removal of "a number of large fibroids ...in the uterine cavity equaling from 2-4 cm" was completed in 17 minutes. Following this, in spite of a fluid deficit of 1200cc at end of this procedure, the physician inserted a resectoscope and "attempted repeatedly" to remove a large fibroid which was floating in the uterine cavity. The fluid deficit continued to mount. Fluid management included elevation of the saline bags, pressure to the bags with a cuff, and the neptune collection system. The physician eventually aborted this attempt when the deficit reached 4,450cc. The pt's face was "a little swollen" but her vital signs were stable. A chest x-ray was negative. It was reported the pt received lasix (furosemide) 10mg and intravenous (IV) electrolytes "due to the fluid overload." The physician inserted a foley catheter and 800cc of urine drained immediately. The pt was admitted to the hospital for over night observation and was discharged the next day. On (B)(6) 2013, it was reported that the pt was doing fine.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as product identification numbers were not provided by the complainant. Reference internal complaint (B)(4).